Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Corrected fields: correction g2 ("distributor" and "other" should not be selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it's presumed that the external moisture invaded inside the objective lens. As an air leak on the video cable occurred, is probable that moisture entered out of the video cable. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope lens was fogging. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E1: establishment full name - (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.